Manufacturer narrative:
The investigation for the reported console (aic) damage has been completed. The console was returned for evaluation. Upon evaluation, the console's front optical connector was found broken off. Data logs were not relevant to this case. Based upon clinical details, the cause of the broken optical connector was the console being dropped. Added- d9 device return date. Added- h6 med dev prob code 2588 h8-usage of device corrected to reuse.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) was dropped, resulting in potential physical damage. The aic was removed from service, and no patient harm has been reported.